Manufacturer narrative:
(B)(6). A sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that a nurse obtained a contaminated needle stick injury from a used 20 g x 1.16" bd insyte autoguard bc shielded IV catheter. The needle did not fully retract into the safety barrel after activating the safety mechanism and the nurse was stuck in the palm of his/her hand. The source patient received post exposure lab work and the test results were negative. No further details for this incident were provided.